Manufacturer narrative:
The reported event was not able to be confirmed. The device was serviced for preventive maintenance by a manufacturer field service technician at the user facility and returned to service.

Event description:
It was reported that prior to a surgical procedure at the user facility the power cord overheated. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a surgical procedure at the user facility, the power cord overheated. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.